Event description:
It was reported that occlusion alarms occurred. The customer declined follow up from tandem technical support. There was no reported adverse impact to customer's blood glucose (bg) level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.